Event description:
It was reported a turbo-ject® single lumen over-the-wire power-injectable PICC leaked at the connection between the purple hub and the tubing. The line was removed and replaced. No other adverse effects were reported. Additional event details have been requested but are currently unknown.

Manufacturer narrative:
Initial reporter occupation: acting charge nurse manager. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Correction: d9, h3, h6 (annex g) investigation ¿ evaluation it was reported on 10jan2022 by (B)(6) hospital (new zealand), that a turbo-ject over-the-wire peripherally inserted central venous catheter (rpn: upics-4.0-CT-otw-st-1111; lot#: 13884574) was leaking at purple hub. The line was replaced. No other adverse events were reported due to this occurrence. Additional information was requested but not provided by the customer. A review of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the device history record (DHR). The DHR for lot 13884574, sub-assemblies (ic13751137 and sa13753099), and raw material lots (2120935.1, 2121646.1, 2121646.3, and 2121646.2) record no non-conformances. A database search for complaints on the reported lot found no additional complaints reported from the field. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Additionally, cook reviewed the product labeling. The product IFU, [t_ctpiccotwtt_rev3] ¿turbo-ject over-the-wire peripherally inserted central venous catheters,¿ provides the following information to the user related to the reported failure mode: intended use: ¿the maximum pressure limit setting for power injectors used with the tubo-ject PICC may not exceed 325 psi and the flow rate may not exceed the maximum flow rate indicated. ¿ warnings: ¿the safe and effective use of turbo-ject PICC line with power injector pressures set above 325 psi has not been established. Do not power inject if maximum injection rate cannon be verified to meet limit printed on catheter hub or extension tube. To safely use turbo-ject PICC lines with a power injector, the technician/health care professional must verify: -the catheter lumen has ¿CT¿ on the hub to indicate the lumen is power injectable. -prior to use that the maximum pressure limit is set at or below 325 psi and that the maximum flow rate is at or below that which is listed on the catheter. Dyamic and static pressure test results are shown in the following table. *maximum flow rate pressures are determined with pump safety cut-off set at 325 psi, using contrast media with a viscosity of 11.8cp **static burst pressure is the failure point of the catheter when totally occluded. Warning: power injector machine pressure limiting feature may not prevent over pressurization of an occluded catheter.¿ precautions: ¿if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately.¿ power injection procedure ¿1. Use only lumens marked ¿CT¿ for power injection of contrast media. Warning: use of lumens not marked ¿CT¿ for power injection may result in catheter failure. 5. Warning: failure to ensure patency of the catheter lumen prior to injection may result in catheter failure.¿ how supplied ¿-upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the limited information provided, no product returned, and the results of the investigation, cook has concluded the the root cause is related to inadequate flexural strength in a previous hub design change. Appropriate measures have been taken to address this failure mode. A CAPA was previously opened to further investigate this failure mode. Corrective actions have since been implemented following the manufacture of this device. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.